Manufacturer narrative:
Reported event of bands deployed prematurely. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure (exact date unknown). According to the complainant, during the procedure, three bands deployed prematurely. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.